Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient died. During an ablation procedure, left atrial mapping was performed with the intellamap orion high resolution mapping catheter. Ablation was performed with non-boston scientific cryoballoon ablation catheter. Following a re-map, the electrophysiologist (ep) performed a transthoracic echocardiogram (tee) and noted a significant pericardial effusion despite normal hemodynamic monitoring. Anticoagulation therapy was immediately reversed and further imaging intervention was performed (tee) and pericardium was accessed. Blood was removed from the pericardium and transfused back to the central line. The patient continued to deteriorate and cardiothoracic (CT) surgeon was consulted. After further deterioration, cardiopulmonary resuscitation (CPR) and life-saving efforts were initiated. Eventually the CT surgeon opened the chest and surveyed for a cardiac perforation without success. After some time, the ep called time of death. At the time, the physician did not attribute the event to any specific product. The catheter was disposed of and was not available for return.